Event description:
When implanting the stem, it sat about 1cm proud. This caused a 25 minute delay in surgery.

Manufacturer narrative:
Eval of the returned device did not identify a product error that would contribute to the stem remaining proud by 1cm as reported. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.